Manufacturer narrative:
Product complaint # (B)(4). The device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the patient that she had a total knee replacement and scheduled for arthroscopic surgery on (B)(6), to see of there is anything that can be done to ease the pain and improve her range of motion, which is only 90 degrees and possible allergy to nickle. The customer also mentioned that she made a contact through email about three times but received no response. Doi: (B)(6) 2019. Dor: none reported; (unk knee).